Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh and pelvisoft were implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Following insertion, the patient experienced vaginal spotting, urinary frequency and vaginal discharge. It was reported that patient underwent excision of granulation tissue and persistent delayed healing tissue with revision of vaginal graft on (B)(6) 2010 due to mesh exposure. It was reported that the patient had a bard medical product implanted. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, urinary problems and recurrence. (B)(4).

Manufacturer narrative:
It was reported that patient underwent concurrent cystoscopy procedure.